Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vein. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 10 atmospheres. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 5.0 x 40 40cm mustang¿ balloon catheter. No patient complications nor injuries were reported.